Event description:
Reportedly, the catheter blocked at the level of the costo clavicular pinch. A re-operation was performed to remove the catheter tip.

Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.